Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ercp bile duct metal stent implantation procedure, pre-stent deployment process went well, user detected the stent deployment difficulty with obvious resistance once the stent deployed at 20%, and user cannot continue to deploy the stent normally, meanwhile user found out the right and left of handle of delivery systemt is broken. User then attempt to retract the stent, but met obvious resistance as well, which requires a mound of force to retract the stent. After the stent is retracted completely user retracted the delivery system, and changetd to a new stent to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. What is the reorder number of the wire guide used with this device? Metii-35-480 cook, metii-35-480. 2. If not with the device in question, how was the procedure finished? With another same rpn device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: 3. Had a sphincterotomy been performed prior to this occurrence? Yes. 4. Had dilation of the obstructed area been performed prior to this occurrence? Yes. 5. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. 6. Please describe the location in the body where the stent was to be placed. Common bile duct. 7. Was resistance encountered when advancing the wire guide through the obstructed area? No. 8. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. 9. Was the introducer advanced through the side of a previously placed stent? No. 10. Please estimate amount of time the stent was in place prior to this occurrence. N/a 11. Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2010883 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 07 august 2024. Refer to ¿returned product - notes¿ section for notes. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned directional button in neutral position on return red shuttle on 06th dimple (before ponr) safety wire returned in place outer shell of handle separating. Blue flla port observed to be broken at back of handle. Slight kink/bend noted on flexor approximately 23cm from white tip. Functional inspection: handle is actuating as intended for deployment and recapture. Safety wire removed with no issue. Stent deployed with no issue. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that a tortuous path led to the kink in the flexor, increased resistance as a result of the kink may have caused the deployment difficulty reported. Due to the deployment failure, it is possible that the physician attempted to open the handle to deploy the stent manually, this may have led to separation of the handle and damage to the flla, as observed in the lab evaluation. It is also possible that continued attempts to deploy the stent while encountering the resistance reported, may have led to a buildup in pressure causing the handle separation observed in the lab. 03 attempts were made to gain more information regarding this event however no new information was received. Should more information become available, the complaint can be reopened and updated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-nov-24.